Manufacturer narrative:
Date of death is unknown. Date of event is unknown. (B)(4).

Event description:
Medtronic received the following information obtained from the journal article entitled; late type 3b endoleak with an endurant endograft mehmet barburoglu, bulent acunas, yilmaz onal, murat ugurlucan, omer ali sayin, and ufuk alpagut (case reports in radiology volume 2015, article ID 783468, 4 pages) http://dx.doi.org/10.1155/2015/783468 an endurant stent graft system was implanted in patient for endovascular treatment of a 70 mm diameter abdominal aortic aneurysm on an unknown date. It was reported that 14 months post index procedure, the patient was admitted to the emergency clinic with a sudden onset back pain. Clinical examination revealed a pulsatile mass at the epigastrium. Computerized tomography showed enlarged abdominal aortic aneurysm bounded with hematoma and an endoleak originating from distal main body of the stent graft. The patient was taken to the angiography unit in the emergency night conditions. Angiogram showed endoleak at the level of the bifurcation stent graft. The physician suspected that it was a typeiii separation endoleak. An endurant 16 × 20 × 120 stent graft was implanted from the contralateral limb. Control angiogram showed persistent endoleak; however, this time a type iii fabric endoleak was suspected. The physician decided to deploy an aorto-uni-iliac stent graft, as there was not enough distance to deploy an aorto-bi-iliac graft between the bifurcation of the previous stent graft and ostia of the renal arteries. In addition, there was lack of enough and appropriate sized coils for the embolization of the sac in the night conditions. The physician deployed an endurant aui stent graft with a body diameter of 36 mm. The control angiogram showed persistent endoleak despite additional ballooning. The antegrade flow was still present into the right limb decoding incomplete apposition of the latter stent graft to the previous one. The patient was clinically stable and there was no marked filling into the aneurysm sac so the physician decided to end the procedure and evaluate the filling of the right limb with a postoperative CT examination. The second day CT angiography showed inaccurate apposition of the new stent graft into the previous stent graft because of the inadequate diameter of the aui stent graft. The gap between the stent grafts allowed persistent blood flow into the right limb and into the aneurysm sac through the fabric tear. The physician then decided to coil-embolize the fabric tear and aneurysm sac through the gap between the two-stent grafts after providing the appropriate coils sizes. The gap was catheterized with 5 f vertebral catheter rather than a 2.7 f microcatheter inserted into the aneurysm sac through the fabric tear. The physician coiled the aneurismal sac with detachable coils until the angiography showed the complete disappearance of type iii fabric endoleak. Control CT examination denoted no contrast filling into the sac; there was peripheral high-density area in the sac, which could be related to fresh clot or residual contrast media during coils embolization. Doppler ultrasonography also confirmed no filling in the sac. The procedure was terminated and the patient was transferred to the intensive care unit. The patient expired due to severe heart failure 72 hours after the secondary procedure.